Event description:
Related manufacturer reference number: 2017865-2021-15435 and 2017865-2021-15437. It was reported the patient presented in clinic with an infection and pocket erosion. The system was explanted without issue. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.